Event description:
A falsely elevated troponin I result of 0.81 ng/ml was obtained on a pt sample. The result was not reported to the physician. The original sample was retested and a result of 0.06 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.00 ng/ml was obtained. The falsely elevated troponin result was not reported to the physician. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin result was sticking mixers.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that, the cause for the falsely elevated troponin I result was sticking mixers. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is now operating within specs.